Event description:
It was reported the patient¿s stimulation was only covering their top right shoulder. It was noted the patient ¿had five programs and whenever she increased (the stimulation), it all went to the top right shoulder.¿ when ¿running all five programs at high settings (7-8 volts each)¿, it was stated the patient¿s battery ¿would only last half a day.¿ a manufacturer representative was noted to have told the patient they would need to charge every day. It was reported that at the time of report, the patient ¿only used the programs¿ that went to their top right shoulder ¿to save on battery.¿ during a one week follow-up after the implant procedure, the patient¿s physician directed the patient ¿to turn off the stimulation for two weeks because the patient was swollen and thought that was the reason the patient was not feeling anything.¿ it was reported ¿since the stimulator wasn¿t working¿ the patient¿s pain was increasing due to a condition in the patient¿s back. After waiting two weeks, the patient stated they resumed using their stimulator and ¿still did not feel anything.¿ the patient noted the last time they had met with their physician was at the one week follow-up appointment. It was reported the patient was using her stimulator, ¿but only on her right shoulder because that is the only area that it helps¿ and ¿nothing else works.¿ the patient noted no x-rays had been performed. The patient reported regarding their stimulation that ¿the first day after implant was too strong and then it seemed like after that the patient couldn¿t feel it anymore.¿ it was noted the patient¿s device ¿was not in epidural space and the incisions had healed and closed off.¿ it was additionally noted the battery was ¿like a big lump and probably a little swollen.¿ additional information received reported that while stimulation was on there was stimulation in the wrong location; and the peripheral nerve stimulation (pns) ¿ bilateral leads in the patient¿s shoulder and back had no stimulation on the left side at all. It was noted that the patient was getting stimulation on the right side, but it was reportedly just in the shoulder and it was supposed to ¿go up into their neck.¿ it was also noted that this event occurred a few days after implant and that immediately post-operatively the patient had full coverage. It was further reported that the patient required possible reprogramming and troubleshooting; and that the patient had 4 pns leads and only one of them appeared to be working at the time of the report and were not providing the patient with the coverage it did initially. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3888-33, lot# va083py, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va083py, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va097pn, implanted: (B)(6) 2013, product type: lead product ID: 3888-56, lot# va097pn, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-33, lot# va083py, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va083py, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va097pn, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# va097pn, implanted: (B)(6) 2013, product type: lead. (B)(4).